Event description:
It was reported that during a gastrectomy procedure, white smoke reeked up from the proximal part of the blade after a few actuations. Besides, the blade was turning red. The event occurred in each device. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of two devices.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.